Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pump rapidly infused medication, despite being programmed at the proper infusion rate. Nurse programmed pump at proper drip rate, however fluid rapidly infused, fortunately nurse had not left bedside and quickly noticed error". There was patient injury and patient required an unspecified intervention. It was reported that the patient received a bolus of propofol within a short amount of time. The systolic blood pressure was in 70s. Levophed drip was ordered for transient hypotension and the physician was notified of the event. The patient's vital signs stabilized.

Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pump rapidly infused medication, despite being programmed at the proper infusion rate. Nurse programmed pump at proper drip rate, however fluid rapidly infused, fortunately nurse had not left bedside and quickly noticed error". There was patient injury and patient required an unspecified intervention. It was reported that the patient received a bolus of propofol within a short amount of time. The systolic blood pressure was in 70s. Levophed drip was ordered for transient hypotension and the physician was notified of the event. The patient's vital signs stabilized.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pump rapidly infused medication, despite being programmed at the proper infusion rate. Nurse programmed pump at proper drip rate, however fluid rapidly infused, fortunately nurse had not left bedside and quickly noticed error". There was patient injury and patient required an unspecified intervention.